Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. A partial lead with the lead tip was returned for analysis. External insulation abrasion was noted at 19.5-19.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.